Event description:
It was reported there was a svt discriminators anomaly. Morphology for device was updated. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.